Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated, replaced and optimized to the correct specified voltage. The gib assembly was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event occurred outside of a procedure with no pt involvement. No pt injury was reported.